Manufacturer narrative:
Three bioraptor, knotless suture anchor devices were returned for evaluation of the reported complaint mode, ¿broken implants¿. One device was fully deployed and loose suture was returned. A second device had the anchor still on the inserter, but not seated properly. The anchor was broken in such a way along with the bent inner driver that was indicative of possible off-axis insertion. The last device had less than a third of the anchor remaining with biohazard material and human tissue visible imbedded in the threads and the complaint mode was confirmed. The anchor appearance appeared consistent with being inserted in an undersized hole due to its crushed appearance. Per IFU: ¿breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith & nephew drill prior to implantation. Predrilling using 3.0 mm drill bit is recommended for preparing hard bone.¿ due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During a shoulder arthroscopy (slap repair) it was reported after placing one anchor successfully, the remaining three all broke during the anchor insertion step. The breaking started about when half of the anchor was hammered in. The customer suspected that a wrong drill was taken; probably a 2.3 instead of 2.9. The bone quality was reported as unusually hard bone. Anchor material broke off into the patient and was removed with arthroscopic instruments. However, part of the broken material stayed fix in the cortical bone. There were no reported patient injuries or complications. The case was completed when the surgeon re-fixed the biceps tendon. Together with an anchor in the glenoid, a secure fixation could be reached. New holes were drilled each time and two holes were left empty. In the last hole, a piece of anchor material got stuck (and was left in the patient) another piece of this anchor broke, but was recovered with arthroscopic instruments.